Event description:
After 6 yrs of debilitating illness, I was diagnosed with heavy metal poisoning. My research resulted in the conclusion that the mercury poisoning was from the fillings in my mouth. Medical tests show an exorbitant amount of mercury being removed from my body. I am currently disabled with kidney, liver and digestive system problems. The american dental association and the FDA's approval of the use of mercury fillings has caused me considerable health problems. Significant research has linked gynecological, endocrine, digestive, cognitive & psychological issues that I have endured over my lifetime. I am currently on disability. (See scanned pages)